Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. One device was received in good condition, no physical damage was found on the pump. The reported issue is confirmed. The device shows error code 41786 after power up. It was unknown what caused the problem. The mainboard needs to be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump gave error: 41786. The device was purchased new and has never been used. The fault only became evident during the on-site inspection by the manufacturer, and the service technician took the device back to the service center in the same condition it was received. There was no patient involvement.